Manufacturer narrative:
One photograph was shared by the customer, where a person is showing the tego, and some damage on the top seal is observed. However, no occlusion or flow restriction is observed. The complaint of no flow/can't prime/difficult to prime cannot be confirmed based on the photo shared by the customer. Since no product sample was received for investigation a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The lot for #13768003 was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, photos were provided from the customer. Investigation is pending. E1 initial reporter phone number: ext. (B)(6).

Event description:
The event involved a connector tego¿ where it was reported during the silicone of the connector was displaced and did not permit infusion. There was patient involvement, however, no harm reported.